Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was used to treat a dissection in the rca. Approximately 4 days post index procedure grade f dissection was reported during staged pci to rca. This adverse event was related to myocardial infarction involving the rca. The patient recovered. The investigator assessed the event as not related to the index device or antiplatelet medication.

Manufacturer narrative:
It is unknown if target vessels were involved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic device did not cause the dissection. If information is provided in the future, a supplemental report will be issued.